Event description:
It was reported that the patient reported hearing tones from the implantable cardioverter defibrillator (ICD). The patient was instructed to follow up with their clinic to assess the cause of the tones. Review of the remote home monitoring system by boston scientific technical services (ts) noted high out of range shock impedance measurements for the ICD and right ventricular (rv) lead. The ICD and rv lead remain in service and no adverse patient effects were reported. Additional information was received that the patient presented for a follow-up appointment where a trend of high shock impedance measurements were observed and no device or lead related concerns were noted. The remote home monitoring alert was increased to 150 ohms and the ICD and rv lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that the patient reported hearing tones from the implantable cardioverter defibrillator (ICD). The patient was instructed to follow up with their clinic to assess the cause of the tones. Review of the remote home monitoring system by boston scientific technical services (ts) noted high out of range shock impedance measurements for the ICD and right ventricular (rv) lead. The ICD and rv lead remain in service and no adverse patient effects were reported. No additional information is available at this time, should additional information become available this report will be updated.